Event description:
It was reported the patient's intrathecal drug delivery pump was being prophylactically replaced and the patient's catheter was leaking outside of the intrathecal space. Prior to the surgery, a rotor study was done. The results were normal. A dye study was also performed which showed dye from the catheter leaking outside the it space. There was no injury to the patient. The catheter was replaced at the time of the battery replacement. The drug used in the pump was morphine 20 mg/ml at a soe of 8.5 mg/day. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.